Manufacturer narrative:
Inspected one opened/used partial sensor and performed continuity resistance test and sensor passed per specifications. Performed bicarbonate buffer test sensor passed per specifications. Unable to confirm needle complaint due to customer did not return insertion needle.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had a sensor problem. The sensor glucose was reading at 56 mg/dl when their blood glucose was 86 mg/dl, and the insulin pump was shutting off. The device was doing the same thing all night and kept him awake. The customer felt the sensor was not seated well and may have pulled out a little bit. The needle was hard to remove. The sensor will be returned for analysis.